Event description:
The technician alleged the bed does not go when in drive mode, when you put it in drive mode and press the button it does not move forward it goes in reverse. No pt impact. MFR #3006697241-2013-00472.